Event description:
On attempt to insert PICC into patient's left brachial vein, no difficulties noted until guide wire was attempted to be removed from the introducer. At this time the wire was noted to be frayed and could not be removed. Introducer was then removed and guide wire removal was re-attempted unsuccessfully. Patient was sent to ir for successful removal of wire.